Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that the device was not completely empty when the patient returned to the hospital after the expected infusion time. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was evaluated. Visual inspection of the device did not reveal any abnormalities that could have contributed to the reported condition. A functional flow rate testing was performed and the device was found within specification. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.